Event description:
It was reoprted that there were lines of pixels on the display of the customer's insulin pump that were not legible. Customer's blood glucose was 200 mg/dl. Cusotmer stated the insulin pump had fallen to the floor. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to cracked zebra connector on lcd board. The displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery tests were not performed due to missing segments anomaly. The device had cracked case at display window corner, cracked belt clip slot, and cracked reservoir tube lip.